Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2011 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 11-dec-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient reported they had their device removed in (B)(6) 2011 because they were having complications. The patient stated they left the catheter in. The patient further stated they became crippled after this and was in a wheelchair for a whole year. Per the patient, they had to be rushed to the hospital because their legs swelled up and were 3 times normal size. The patient stated, ¿the medicine was dripping and had two sacks where everyone had one normally and caused pressure in spinal area and that¿s what caused her to be crippled for a year¿. The patient also stated they were taking a fentanyl patch as well as the pump at one point